Manufacturer narrative:
One cadd administration set was returned for analysis. Visual inspection of the sample was performed at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. The sample was fully priming and connected without difficult, the pump was set running and any alarm was not activated. A review of the manufacturing process was conducted by quality intern, in order to verify that there are no situations or practices that could create the event as described in the "complaint description". Accuracy test was reviewed in three (3) units, in order to verify that no alarms were activated; no discrepancies were found. A review of the production floor was conducted, a sample of 32 units were taken in order to verify for occlusions, kinked tubing and that the bags were correctly placed; no discrepancies were detected.

Manufacturer narrative:
Device evalution in progress.

Event description:
Information was received indicating that this cadd administration was alleged to set off an "upstream occlusion" alarm. No adverse effects reported.